Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely calcified, non tortuous lesion exhibiting 90-99% stenosis located in the ostium of the diagonal branch. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the stent. No excessive force was used during delivery. The stent was inserted through a previously implanted lad non-medtronic stent. It was reported that stent dislodgement occurred during delivery to / at the lesion. The dislodged stent was crushed into the artery wall by inflating the stent balloon. The patient was reported to be alive with no further injury.